Manufacturer narrative:
The suspect device was returned and evaluated. Visual inspection observed the pump in poor condition; the top case was chipped and cracked. The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred; however, the error could not be duplicated during testing. As the reported product issue could not be duplicated during device testing, an exact root cause could not be determined. A potential cause may be due to worn clutch halfs. Therefore, the clutch halves, left and right with leadscrew and spring, were replaced as a preventative measure. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.